Event description:
It was reported to philips that the therapy capacitor needs to be repaired. There was no patient involvement.

Event description:
It was reported to philips that the therapy capacitor needs to be replaced for unspecified malfunctions. The customer requested to return the device to the philips bench for evaluation. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the therapy capacitor needs to be repaired. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.